Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, after the initial firing, they had trouble getting the device off the tissue. The case was completed with no patient consequence.